Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Devices are not available for return. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and we were unable to confirm the complaint nor determine a manufacturing or design related cause for the reported event. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, three devices were fired and the staples did not form. Unknown how the case was completed. There was no patient consequence reported. Devices are not available for return.